Event description:
It was reported that during a lap nephrectomy procedure, the clips were locking on tissue. The jaws would not open. It was normal size tissue being fired upon. There was a clip in the jaw prior to entering into trocar on one incident. A 5mm xcel trocar was being used. The device was exchanged 2 times. It occurred 1 1/2 into the procedure, not sure how many firing before this occurred. Not known how the device was removed. Customer has device to return, no visible tissue is in the jaws. No patient impact reported.

Manufacturer narrative:
The analysis results confirmed that one el5ml device (a) was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. The instrument locked out as intended, but the orange indicator was noted to be beyond its intended position. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The analysis results for the el5ml instrument found that it was returned empty and locked out, but the orange indicator was noted to be beyond its intended position. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty, while we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.